Event description:
Customer reported she has been having continual problems with her insulin pump. She stopped using the device for some time and but started using it again about six weeks ago. For the past three weeks, customer has had highs around 350 to 500 mg/dl. Customer declined troubleshooting because she has already done troubleshooting before. The device is being replaced. Customer's current blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.